Event description:
The customer biomedical engineer (biomed) reported red alarm pop-ups were not occurring at other bedsides connected to their philips information center (pic ix). No injury or medical intervention was reported.